Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (unknown concentration and dose) via an implantable infusion pump. The pump¿s indication for use (IFU) was noted as intractable spasticity. The patient reported that she was "feeling sick and terrible" when her medication ran out. She stated that her pump "completely ran out during the previous week. She initially stated that she didn¿t hear an alarm, and then stated that she thought she vaguely heard one, but it was so faint that she thought it was her phone or television. She stated that when she thought she might have heard an alarm, she was "already sick and was feeling terrible." She didn¿t know what day the pump ran out. The event date was reported as (B)(6) 2016. She went to the healthcare professional¿s (hcp¿s) office on (B)(6) 2016 to get a refill, and was told to call the manufacturer. It was stated that the patient was concerned that she couldn¿t hear the alarm. It was noted that the situation was being addressed by the hcp and had been resolved. Follow-up was conducted for the intrathecal medication information (baclofen type, lot number, concentration, and dose) at the time of the event, other medications that the patient was taking at the time of the event, the patient¿s pertinent medical history, the cause of the pump running out of medication, troubleshooting performed in relation to the patient vaguely hearing the alarm, the resolution status of the patient vaguely hearing the alarm, and diagnostics performed in relation to the patient feeling sick and terrible. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the pump was delivering gablofen (500 mcg/ml at 119.91 mcg) and the therapy was ongoing. The pump logs provided by the hcp showed that the pump was delivering gablofen (500 mcg/ml at 104.08 mcg/day) as of (B)(6) 2016 and then updated to gablofen (500 mcg/ml at 113.94 mcg/day) on (B)(6) 2016. The gablofen lot number was 2144-107. The other medications that the patient was taking at the time of the event were oxycodone, asa (acetylsalicylic acid), atorvastatin, celexa, advil, nadolol, zanaflex, and topamax. The patient was allergic to codeine and morphine. The patient¿s pertinent medical history includes fibromyalgia, stroke, arthritis, depression, migraines, htn (hypertension), high cholesterol and spasticity. The patient had a surgical history of hysterectomy. The hcp stated that the patient ran out of gablofen and was going through withdrawals. In relation to the patient¿s report of not hearing/vaguely hearing the alarm, the programmer was used to test the alarm. The patient had not heard the alarm and didn¿t know what to listen for. Once the pump was filled, the alarm was no longer an issue. The patient was scheduled to return to the office before the next alarm.

Event description:
Additional information received from the healthcare professional indicated that the causes of the pump running out of medication were "schedule issue" and not hearing the pump.